Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative replaced the ups batteries as they were not holding a charge. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information that, while in an electrode and probe placement procedure, it was reported there was a uninterruptible power supply (ups) battery issue. It was identified the system would shut down when unplugged from the "mains". There was a delay of less than an hour due to the reported issue. No complications were reported/anticipated.

Manufacturer narrative:
Additional information: unique device identification (UDI) provided. Correction: device manufacture date updated to proper value.

Manufacturer narrative:
The ups battery cartridge was returned to the manufacturer for analysis. Analysis found that the returned batter were installed in ups and charged for at least 6 hours. Batteries failed load test. Batteries wont hold charge. Analysis found that the reported event was related to a electrical issue.